Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the visual examination of the balloon did not identify any leaks; however, the functional testing performed identified that the balloon component did not perform within specifications; there reported allegation of decrease in pressure was confirmed. Although the observed decrease in pressure could lead to incontinence and possibly exacerbate atrophy, these allegations were unable to be confirmed. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon pressure tested low and therefore, the balloon did not perform within product specifications. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms urinary incontinence and atrophy were listed in the IFU. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was experiencing recurring incontinence and atrophy with his artificial urinary sphincter (aus) device. He underwent a surgical procedure in which his 61-70 pressure regulating balloon (prb) was explanted, and a 71-80 prb was implanted. The patient is expected to fully recover.

Event description:
It was reported that the patient was experiencing recurring incontinence and atrophy with his artificial urinary sphincter (aus) device. He underwent a surgical procedure in which his 61-70 pressure regulating balloon (prb) was explanted, and a 71-80 prb was implanted. The patient is expected to fully recover.